Manufacturer narrative:
The angiogram images were obtained and reviewed. It was confirmed there was a blockage with slowing blood flow and possible narrowing appeared at the access site and distal to the lock. Additionally, there was slight blood leakage at the access site due to a partial tract deployment and a dissection was visible. The access was a side stick and approximately 35 degrees off center. The IFU lists in the procedure requirements arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. It is suspected the strange flow pattern was due to the dissection. Dissections are a common large bore procedural complication. It is inconclusive if the dissection was caused during the procedure or by the manta device. The dissection creates a challenging puncture hole for the toggle to catch on; therefore, the toggle potentially slipped partially out of the vessel into the tract. The arteriotomy was only partially sealed and required elongated clotting process to achieve a complete seal. The device history record was reviewed and there is no non-conformities related to this event identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists local trauma to femoral wall such as dissection and other access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review the returned device delivery system, device history record, risk documentation, and case imaging. The returned device delivery system was inspected and no non-conformities were identified. The rest of the investigation remains in process.

Event description:
A 18f manta vascular closure device was deployed to close a right side femoral artery on a patient following a tavr procedure (B)(6) 2019. The manta was deployed and there was no bleeding at skin level. A post-procedure angiogram showed partial stenosis with a "strange flow pattern". A balloon was advanced from the contralateral side and inflated at the access site. Flow was not corrected and the physician introduced a covered stent. Flow was restored. The patient was reported to be "healthy" following the procedure.